Event description:
Contact lens/solution associated infiltrative keratoconjunctivitis. Patient presented with multiple corneal infiltrates, pain, redness and decreased vision. #1: dose or amount: solution, frequency: nightly, route: topical. #2: contact lens, frequency: daily, route: topical. Dates of use: (B)(6) 2011. Event abated after use stopped or dose reduced: yes.